Manufacturer narrative:
One reservoir cassette was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by connecting it to a cadd-solis vip. No alarm sounded. The reported customer complaint was unable to be confirmed.

Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, the pump exhibited "no message" alarm. It was reported that the customer noticed the cassette tubing was misaligned and suspected this caused the alarm to sound. No reported patient injury.